Event description:
A customer contacted baxter's technical service center to request assistance with ending therapy because the patient line became disconnected from the transfer set while performing therapy on the homechoice (hc) machine. The care giver (cg) stated the patient line became separated and fell on the floor. The cg needed help ending therapy. The technical service representative (tsr) assisted the cg to end therapy. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the separation. The nurse stated she was aware of the event, but was not sure what caused the patient line to separate from the transfer set. The nurse inspected the transfer set and did not notice any issues. The sample was not available. The nurse did not know the lot number of the cassette that was in use. The nurse stated the home patient (hp) did not develop peritonitis and that there was no other patient injury or medical intervention as a result of this event. The nurse explained that the hp has been transferred to hospice care and is no longer performing therapy.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was not available.